Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. There was no of allegation of pink pas or wbc failure. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that there were two white mini clamps missing to the pas line of the collection set. This was discovered after the completion of the donation. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that there were two white mini clamps missing to the pas line of the collection set. This was discovered after the completion of the donation. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.